Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a percutaneous transluminal angioplasty (pta) interventional procedure using a small-bore sheath (</=8f). Reportedly, a suture break occurred when pulling the suture when attempting to advance the knot. The suture came out of the suture came out of the anatomy. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported suture separation and suture malposition was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot of specific quality issue. Based on the reported information and the observations from the returned device, the reported difficulties could not be determined. It is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported suture malposition. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.